Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Visual inspection of the returned product found a torn haptic and the lens was returned dry. A lens work order search revealed there were no similar complaints found within the work order. Medical review -review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens in patient's left eye on (B)(6) 2014. Excessive vault was noted on (B)(6) 2014. The lens was explanted and was exchanged for a smaller lens on 08/23/2014. This resolved the problem. Patient's last visit on (B)(6) 2014; bcva was 20/22.